Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the surgeon noticed after surgery on the x-ray a little gap between the triad cup (OEM product sourced by stryker (B) (4)) and the ceramic ins/sleeve. At this point, he is not planning a revision surgery for this event.